Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2020 and suture was used. At the time of using the suture, rupture of the filaments occurs. There were no adverse patient consequences reported.